Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403(07)80028-3/pdf. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in the journal article "cementless total hip arthroplasty using a porous-coated prosthesis for bone ingrowth fixation" that the 18 hips that were in slight varus or valgus were judged as varus or valgus in the initial anterior posterior radiograph. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that fourteen hips were in slight valgus and four were in slight varus.